Event description:
The customer confirms (barco) 24-inch near-patient surgical led displays/monitors are connected by 12g that is suspended from the ceiling, and 3g is connected to the trolley monitor via mv. Not sure if it's both or just one (barco) 24-inch near-patient surgical led displays/monitors had image loss. Unknown what the client was doing before and after the recovery operation. The event occurs on the ceiling monitor side when the scope is removed from the cecum. After leaving it for 2 to 3 seconds, it will recover. Two letters of the alphabet are displayed on the upper right of the monitor screen. (The characters displayed specifically are unknown). Details about the monitor on the trolley side are unknown. Ceiling mounted monitor can be connected directly from 12 o'clock serial digital interface terminal of monitor cv-1500. It was said that it was connected with mv from the 3 o'clock terminal on the trolley side monitor. The client confirms that during the procedure on (B)(6) 2023, a sandstorm (although the endoscopic image was visible) occurred on the suspended monitor screen. This is also restored after leaving it for about 2 to 3 seconds.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up and a correction to the initial (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following factors may be responsible for the lack of observed images on the observation monitor: the cable between the observation monitor and this product is broken. The light lamp is broken. The light lamp is not lit. Insufficient electrical capacity for medical consent. Observation monitor is not turned on. Endoscope is not properly connected. External video system center without proper endoscope connection. Observation monitor input/output terminals are not set appropriately. Observation monitor brightness setting is not appropriate. Observation monitor synchronization detection settings are not appropriate. Electrical contact points on the scope hardware with foreign bodies (such as chemical residue, moisture, sebum, dust, or gauze buds). Observation monitor is malfunctioning. Product is malfunctioning. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: [8.2 how to identify and cope with abnormalities] "abnormal contents: no observation images are produced on the observation monitor. Cause: the observation monitor is not properly connected. The cable between the observation monitor and this product is broken. The light lamp is broken. The light lamp is not lit. Insufficient electrical capacity for medical consent. Observation monitor is not turned on. Endoscope is not properly connected. External video system center without proper endoscope connection. Observation monitor input/output terminals are not set appropriately. Observation monitor brightness setting is not appropriate. Observation monitor synchronization detection settings are not appropriate. Electrical contact points on the scope hardware with foreign bodies (such as chemical residue, moisture, sebum, dust, or gauze buds). Observation monitor is malfunctioning. Product is malfunctioning." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: the same phenomenon occurred with his cv-1500, which was lent to the facility. The user is hanging the monitor from the ceiling and has only been able to confirm surgical display monitor (amm240ed). The second time, the phenomenon occurred was different because noise occurred, but the problem returned immediately without doing anything. No particular abnormality was observed between the monitor and the cable. Additionally, the inspection was terminated without permission using the substitute cv-1500. The issue occurred with a substitute product. Previously, there were times when the touch panel would activate automatically, but after changing to alcohol wiping, this problem no longer occurred. The settings are as pointed out and the user can't say for certain because the user does not have the logs. At this time, the facility's pc was not working well, so the user thinks it is likely that other patient information is received from mv-1 during the examination and the examination completion notification is sent. Correction to previous b5 as the two monitors are output separately from 12g-sdi and 3g-sdi terminals (not 12 o'clock and 3 o'clock).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and to provide additional information received (B)(4). Additionally, to provide a correction to the previous b5 and a correction to d4 information inadvertently left out. Based on the results of the updated investigation, a specific root cause of the phenomenon "cv-1500 screen is black out" could not be determined with the information received. Additionally, the relationship between indication phenomenon and image-noise generated by substitutes could not be identified.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There were no malfunctions found during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during the unspecified procedure, the screen of the evis x1 video system center blacked out and quickly returned to normal. The intended procedure was completed successfully with a similar device with a delay of a few minutes. There were no reports of patient harm associated with this event.